Event description:
It was reported that a versacross access solution was selected for use during a mitral valve repair. A burn on the patient was reported. The procedure was aborted. During transseptal puncture, the physician used multiple radiofrequency delivery, and a non-boston scientific radio frequency patch on the leg and non-boston scientific ECG monitor patch on the back. When removing ECG monitor patch, it was observed burn on the back of the patient. No interventions were realized. The patient was not admitted to hospital beyond standard of care. In the physicians opinion, the access solutions devices have contributed to the patient complication, since the issue was noted after multiple radio frequency delivery for transseptal puncture with versacross rf wire. It was reported that it was not possible to cross the septum, since the radio frequency was delivered according to the physician, but the versacross rf wire could not cross. The procedural set-up and all connections were checked each time crossing was attempted. The versacross was protruding from the dilator prior to crossing. No other issues were noted. The procedure was aborted. The device is expected to be returned for analysis. Due to further information received on 26oct2023 and later confirmation, the product related to this complaint is a nrg needle (not versacross access solution). Also, it was confirmed that this complaint is a duplicate from the MDR - report number 2124215-2023-57266 (submitted on 01nov2023).

Manufacturer narrative:
Additionally, it has been confirmed that the information related to this event was already submitted under emdr - report number 2124215-2023-57266 (submitted on 01nov2023). This emdr report 2124215-2023-59778 was created in error and is considered a duplicate of MDR - report number 2124215-2023-57266. If there is any further relevant information obtained, a supplemental report for emdr 2124215-2023-57266 will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross access solution was selected for use during a mitral valve repair. A burn on the patient was reported. The procedure was aborted. During transseptal puncture, the physician used multiple radiofrequency delivery, and a non-boston scientific radio frequency patch on the leg and non-boston scientific ECG monitor patch on the back. When removing ECG monitor patch, it was observed burn on the back of the patient. No interventions were realized. The patient was not admitted to hospital beyond standard of care. In the physicians opinion, the access solutions devices have contributed to the patient complication, since the issue was noted after multiple radio frequency delivery for transseptal puncture with versacross rf wire. It was reported that it was not possible to cross the septum, since the radio frequency was delivered according to the physician, but the versacross rf wire could not cross. The procedural set-up and all connections were checked each time crossing was attempted. The versacross was protruding from the dilator prior to crossing. No other issues were noted. The procedure was aborted. The device is expected to be returned for analysis.